Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A field action search using cognos bi identified no quality hold with an r-code as the reason associated with the following part/lot (00700006620/62719340) combination as of (B)(6) 2020. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: review of medical records identified that the patient had initial left hip arthroplasty (B)(6) 2005. The patient had a 1st revision due to periprosthetic fracture and second revision due to pain, loosening and migration. The patient had a 3rd revision due to pain, loosening, pseudotumor, elevated ion levels and osteolysis. Stem was left intact and all other devices were revised. Following the revision, patient revisited the hospital on several occasions with what appeared to be pneumonia. (B)(6) 2015. X-ray review demonstrates unchanged position since the surgery and no signs of loosening, deemed it not to be an infection in the prosthesis. (B)(6) 2015; radiology reports state that the cup has a sharp inclination and almost placed vertically, patient reports feelings of luxation and instability though not observed. (B)(6) 2016; left hip revision due to recidivating subluxation, shell well-fixed, liner and head replaced, it appears that the new smaller 54mm shell was cemented into the larger 66mm preexisting shell. Postop x-rays show head appeared to be well centered in the cup. X-rays were provided and reviewed by a third party surgeon. The review noted vertical positioning (malposition) of the cup and developing signs of loosening of the cup. No issues noted against the liner. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that the patient has a history of multiple revision surgeries. The patient underwent their fourth revision due to alleged subluxation and instability. During the revision, it was noted that the shell was nearly vertical in position, but well-fixed. A new shell, head, and liner were implanted to correct the instability. No further information has been provided.